Event description:
The patient was involved in an automobile accident and experienced a sudden loss of stimulation sensation and a return of back pain (date not reported). The patient was seen in clinic. Evaluation of impedances revealed in open circuit. Approximately two weeks later, the leads were replaced and the patient reacquired stimulation. The patient outcome was reported as 'good'. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. In 2008, the leads and anchors were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.